Event description:
Developed chondrolysis right knee after placement of pain pump during acl surgery. Preop x-rays and pictures taken during surgery do not show osteoarthritis. Postop studies show advanced patellofemoral degenerative joint disease with cartilage loss from pain pump chondrolysis. Dates of use: 2005. Diagnosis or reason for use: acl reconstruction - postop pain relief. Event abated after use stopped or dose reduced?: no.